Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips (2 vials) were returned - product evaluation in-process. Manufacturer contacted customer in a follow-up call on 23-mar-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for lo blood glucose test results and error messages (e-3 and e-5). The customer is concerned with test results from results obtained of lo. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 04/14/2023 and open vial date is (B)(6) 2022. The product is not stored according to specification (kitchen). The customer had another unopened vial of test strips, same lot number, that had been stored according to specification in the bedroom. During the call, a back to back blood test was performed by the customer fasting and produced e-3 and e-5 error messages using true metrix meter. The meter memory was reviewed for previous test result history (only one meter memory result): result 1: lo; date: 03/03; time: 1:35 pm; fasting.

Manufacturer narrative:
Sections with additional information as of 21-april-2022 h6: updated FDA's type of investigation, investigation findings, and investigation conclusions meter and test strips (2 vials) were returned. Reported defect not reproduced on returned meter and strip. Product evaluation has been completed and report attached. Returned second vial was tested. Defect found on returned meter - e2. Reported defect not reproduced on returned strips. Returned product was forwarded to r&d meter for root-cause. R&d investigation has been completed and root cause selected. Retention strip lot tested within specifications, product evaluation has been completed. Root cause: rc-001: miscellaneous user induced contamination on the strip connector.